Event description:
It was reported in a presentation entitled "lumbar nerve root injury with bmp2" by eckman et al at 2009 nass, that a study was conducted on pts who underwent single level minimally invasive tlif with unilateral pedicle screw fixation and interbody rhbmp-2/acs placement. Per the presentation, 27% of the pts in the study developed nerve root injury in the form of leg pain, and weakness after their surgery.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.